Manufacturer narrative:
An event of pericardial effusion, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported pericardial effusion, cardiac arrest, and death could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f abbott delivery system. The sizing were as follows: 0 degree lz: 22 orifice: 29; 45 degree lz: 22 orifice: 21; 90 degree lz: 20 orifice: 22; 135 degreee lz: 20 orifice: 20. The transseptal puncture was mid-mid. The patient's activated clotting time (act) during procedure was 253 seconds following 9000iu heparin; an additional 5000iu was given - in total, 14,000 was administered. No protamine or reversal agent was provided during procedure. There were no wire or delivery sheath exchanges during procedure. The atrial pressure at time of procedure was 12mmhg. The amulet was implanted with one recapture and second deployment. The shape of the amulet at implant was roman helmet. No evidence of effusion was noted intra-procedure nor acute post-implant. In the evening, the patient "felt good" and again, no issues were reported. On (B)(6) 2024 in the morning, the patient coded and was resuscitated. Ultrasound showed large circumferential pericardial effusion. The dimension was unknown. The user alleged that the cause of the pericardial effusion was the "amulet device anchors." The patient coded again and passed away. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 27 august 2024, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f abbott delivery system. The transseptal puncture was mid-mid. The patient's activated clotting time (act) during procedure was 253 seconds following 9000iu heparin; an additional 5000iu was given - in total, 14,000 was administered. No protamine or reversal agent was provided during procedure. There were no wire or delivery sheath exchanges during procedure. The atrial pressure at time of procedure was 12mmhg. The amulet was implanted with one recapture and second deployment. No evidence of effusion was noted intra-procedure nor acute post-implant. In the evening, the patient "felt good" and again, no issues were reported. On (B)(6) 2024 in the morning, the patient coded and was resuscitated. Ultrasound showed large circumferential pericardial effusion. The dimension was unknown. The user alleged that the cause of the pericardial effusion was the "amulet device anchors." The patient coded again and passed away.